Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited three unsuccessful shocks converting ventricular fibrillation (vf). A fourth shock was delivered with successful conversion with high shock impedance measures, however; remained within normal limits. An x-ray was completed with confirmation that the system placement required optimization. The electrode was repositioned and the system remains in service. No additional adverse patient effects were reported.